Event description:
Per the info provided to co by the physician's office, the device was removed as "it was no longer functioning". As reported to co, a mentor 2-piece inflatable penile prosthesis was removed and replaced with a mentor 3-piece inflatable device.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was removed on 6/14/97 because the device "no longer functioned as intended." In the received information the physician stated that the "pump collapsed" and the pt was "unable to inflate the prosthesis." No additional circumstances were noted that may have contributed to this occurence. No implant information was provided. A resipump and two cylinders were returned for evaluation. Examination and testing of the returned components revealed no functional abnormalities. Because the received information provided did not indicate what factors may have contributed to the pump being collapsed, and because no functional abnormalities were detected, qa is precluded from determining the cause of the reported event.